Event description:
Bilateral tgs uka device(s) implanted (B)(6)2010. Patient presented for follow up at clinic on (B)(6)2010 with left knee pain. On radiographic assessment left knee tibial plateau collapse was observed. Tgs unicompartmental was converted to a total knee on (B)(6)2010.

Manufacturer narrative:
Product was not returned for evaluation. Complaint history shows no other reports against this manufacturing lot. Investigation indicates that product met specifications. No evidence was found suggesting product contributed to tibial collapse, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.